Event description:
The customer indicated that elevated cardiac troponin (accutni) results, within the assay's risk stratification range, were generated on a unicel dxc 600i synchron access clinical system for one patient's samples. The patient sample was tested four times in nondiluted and diluted (1:2 and 1:3 dilution factors) forms. All results were elevated and within the assay's risk stratification range. A second sample was drawn and tested in duplicate. Both results were also elevated and within the risk stratification range. One of the elevated accutni results was reported outside of the laboratory and based on the entire clinical picture of the patient, including the elevated results, a heart catheterization procedure was performed on the patient. The original sample was subsequently tested on an alternate instrument which generated a normal result within the reference range of the assay. Instrument accutni quality control results recovered within customer's established specification prior to the event. Samples were collected in a lithium heparin tubes with gel separators. The first sample drawn was a 70% full draw.

Manufacturer narrative:
Six of the affected patient's samples were sent to beckman coulter inc for further investigation. Testing at beckman coulter inc with interference eliminating proteins confirmed the existence of patient source interferent for the sample received from the customer. This interfering compound caused reproducible false positive results, but was distinct from heterophile antibodies. Similar to heterophile antibodies, the results did not correlate with the clinical status of the patient. An interferent in the patient's sample is the root cause for this event.